Manufacturer narrative:
Heartware® was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Referenced article: circulation aha. Doi: 10.1161/circulationaha.117.027360. Article name: left ventricular assist device malfunctions: it's more than just the pump by: robert l. Kormos, md1; michael mccall, meng2; andrew althouse, phd1; luigi lagazzi, md1; richard schaub, phd2; michael a. Kormos, bsbme3; jared a. Zaldonis, bsce4; christopher sciortino, md, phd1; kathleen lockard, rn2; nicole kuntz, rn2; elizabeth dunn, rn2; jeffrey j. Teuteberg, md1. (B)(4).

Event description:
It was reported that following the implant of the left ventricular assist device (lvad) the patient developed right sided heart failure. The patient received a right vad. Three days after implant of the lvad the power and flow spiked. The patient was taken to the catheterization laboratory for "direct" tissue plasminogen activator (tpa), which decreased power and flow transiently, but power and flow spiked again after tpa administration. Therefore, the patient had a lvad pump exchange for thrombus the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple increases in power consumption starting (B)(6) 2010. 2 low flow alarms were logged on (B)(6) 2010. Multiple high watt alarms were logged starting (B)(6) 2010. Of note, it was reported that the patient received tpa treatment after which the power and flow decreased but spiked again. Therefore, the patient had a lvad pump exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to t hrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.